Event description:
It was reported that during a normal device upgrade procedure, the physician observed substantial damage to the right ventricular (rv) and right atrial (ra) leads due to subclavian crush syndrome. The physician elected to surgically cap the rv and ra leads and implant new leads to resolve the event. The patient was stable with no additional adverse consequences. Both leads remain implanted, but capped and out of service.